Event description:
Visible silicone on the plunger. Incident occur-before use. The department reported the following events: when opening the syringe, the nurse noticed "glue" on the end of the syringe. Cf photo attached). The syringe had just been opened and had never been used. The incriminated device has been recovered and quarantined at the pharmacy. Please let us know how to return it for expert appraisal.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Sample and photos received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Silicone content tests are performed on the samples received, results were within specification. A device history review was performed for reported lot 2309738, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples from the same lot were evaluated, no defects or issues observed, silicone content is within specification. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Based on the quality team's investigation, a root cause cannot be identified at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe.

Event description:
No additional information.